Manufacturer narrative:
(B)(4).

Event description:
It was reported "erratic triggering in or". Additional information states that "patient arrested while on pump". The customer reported that rosc (return of spontaneous circulation) was sucessfully achieved. The patient's current condition is reported as "fine".

Event description:
It was reported "erratic triggering in or". Additional information states that "patient arrested while on pump". The customer reported that rosc (return of spontaneous circulation) was sucessfully achieved. The patient's current condition is reported as "fine". Please see associated MDR#3010532612-2025-00353.

Manufacturer narrative:
(B)(4). It was also reported via service report "symptom: gas surveillance alarms - functional check out. Confirmed: no findings / actions taken: performed functional checkout for reported gas surveillance alarms while on patient. I found no leaks in the helium system or defects in the operation of this unit it is performing to factory standards".

Manufacturer narrative:
(B)(4) the reported complaint for "gas surveillance alarms" is confirmed based on the attached log files. The log file shows multiple helium loss alarms. The product was not returned for investigation. According to the attached service report, the field service agent could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarms. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "erratic triggering in or". Additional information states that "patient arrested while on pump". The customer reported that rosc (return of spontaneous circulation) was successfully achieved. The patient's current condition is reported as "fine". Please see associated MDR#3010532612-2025-00353.